Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebs1035 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
The facility reported that the guidewire frayed on the provena PICC line. The rn stated the patient had difficult veins that were small and contained many bifurcations. The rn first attempted to place the PICC in the right basilic vein and was only able to place the guidewire 10 cm when it stopped. It was stated that the wire almost got stuck upon removal. The rn then attempted to place the PICC in the right cephalic vein. The vein was superficial and the catheter to vein ratio was 33%, and the rn received good blood return. The wire was threaded and reportedly stopped around the 10cm and was stuck. The rn was unable to remove it and the ir department had to remove the needle and guidewire. A piece of the wire was retained in the soft tissue of the patient and has yet to be removed.